Event description:
Anastomotic leak - on day 5 after surgery, the patient felt bad. Prof. Decided to reoperate her. After he opened her, and got to the anastomosis the proximal colon was fully opened. He cut the ring and performed hartmann colostoma.